Event description:
It was reported that when the intra-aortic balloon (iab) was used on the patient, the staff noted that the intra-aortic balloon pump (iabp) alarmed for "helium leakage" after working for about 3 minutes. As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of iab helium loss alarm or helium pathway leak is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the reported lot number with no relevant findings. In addition, the lot sales history was requested for the lot numbers shipped to this account due to an incomplete serial number noted in the attached customer video. The lot sales history was reviewed for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was used on the patient, the staff noted that the intra-aortic balloon pump (iabp) alarmed for "helium leakage" after working for about 3 minutes. As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of iab leak suspected is confirmed based on the customer video provided with the complaint report. The customer video shows an external blood leak from the iabc bifurcate. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was used on the patient, the staff noted that the intra-aortic balloon pump (iabp) alarmed for "helium leakage" after working for about 3 minutes. As a result, a new iab was used. There was no report of patient complications, serious injury or death.